Event description:
A patient caregiver reported that during the patient's peritoneal dialysis treatment there was a fluid leak. There was air detected in cassette warning during drain 0. Then during fill 1 it was discovered that fluid was leaking from patient line. Treatment was canceled and the patient set up again with new supplies. There was no fluid leak associated with cycler. In a follow up, a nurse reported that there was no harm, adverse event or intervention associated with the fluid leak. The cycler set is not available to return for analysis.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient caregiver reported that during the patient's peritoneal dialysis treatment there was a fluid leak. There was air detected in cassette warning during drain 0. Then during fill 1 it was discovered that fluid was leaking from patient line. Treatment was canceled and the patient set up again with new supplies. There was no fluid leak associated with cycler. In a follow up, a nurse reported that there was no harm, adverse event or intervention associated with the fluid leak. The cycler set is not available to return for analysis.